Event description:
A report was received that the patient was not able to charge her ipg since being implanted. An x-ray revealed that the ipg may have twisted and was implanted too deep. The patient underwent a pocket revision, during which, the physician made the pocket more superficial. The patient was reportedly doing well following the procedure.